Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having trouble pushing the plungers on the reservoirs on her insulin pump. Her blood glucose was unk at the time of reporting. The reservoir are being returned. No additional info was reported.